Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture. The output on the rv lead was programmed above average settings as per the physician. The rv lead remains in use. No patient complications have been reported as a result of this event.